Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 78 mg/dl. The customer was admitted to the hospital. The customer stated that she passed out and does not know if she was low or high. Customer denied troubleshooting for high or lows because she did not have time. Customer will back to troubleshoot lows and report any incidents.